Event description:
Implant form was received indicating the patient had a prophylactic generator replacement. The facility the surgery took place is no return site that discards explants after holding them for several days.

Event description:
It was reported that the patient is being referred for a battery replacement to upgrade to the sentiva for the day and night time feature due to the m106 causing the patient sleep apnea. It was indicated the physician would like to have the device off during the night, therefore it is believed vns stimulation is causing the sleep apnea. No surgical intervention has been reported to date. No additional relevant information has been received to date.